Event description:
Procedure type: carotid endarterectomy. According to the reporter: multiple needles broke during the case. X-ray was brought in to make sure that they retrieved the pieces. Even the scrub broke some just loading it. This is a suture and needle selection that he has used in all of his cases forever. Pt status: fine. No unanticipated tissue loss. No reoperation needed. Another product was used for the case. Add'l info received: pieces were retrieved from pt.

Manufacturer narrative:
(B)(4).